Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: does the interstitial pneumonia and ip lung, are a result of a device malfunction? There was no bleeding and leak from the staple line with slr. Dr thought the eosinophilic pneumonia was caused by slr, because the patient was performed the lung procedure of this hospital and the only different point of the former lung procedure and this procedure was the use of slr. Is the current patient status known? The patient recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The sales rep tried to get the additional information but no information was provided from the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the procedure, as slr would not be used in pneumonectomy. Did the patient have any underlying pulmonary inflammatory issues prior to surgery? Where was the slr used in the procedure? Can the surgeon give details on location of the pneumonia? Also, the extent of pneumonia in relationship to the buttress? Clarify what is meant by "the patient was on the third surgery and the first time". Can you please tell us what the three surgeries were and if they were on the same lung? Please provide a timeline of events for all surgeries. Why does the surgeon believe that there is a relationship with interstitial pneumonia and how it is related to slr as lung infiltrates are not an uncommon consequences following lung surgery? What was the diagnosis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, interstitial pneumonia occurred after used slr during pneumonectomy. The patient was on the third surgery and the first time the patient had an ip lung was used slr. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. Additional information was requested and the following was obtained: please confirm the procedure, as slr would not be used in pneumonectomy.: slr was used in lung resection. Did the patient have any underlying pulmonary inflammatory issues prior to surgery? Dr said the patient had experienced the procedure related the lung. Where was the slr used in the procedure? Lung resection. Can the surgeon give details on location of the pneumonia? No detailed information was provided from the surgeon. Also, the extent of pneumonia in relationship to the buttress? The surgeon thought the pneumonia is related to slr. Because the pneumonia was the eosinophilic pneumonia. The surgeon thought that the cause of eosinophilic pneumonia was slr. Clarify what is meant by ""the patient was on the third surgery and the first time"". The patient had experienced the three times of the procedure related the lung. But the patient had the pneumonia at first time after the lung procedure with slr. Can you please tell us what the three surgeries were and if they were on the same lung? No detailed information was provided from the surgeon. Please provide a timeline of events for all surgeries. The lung resection which the slr was use was done. After the procedure, the patient had the eosinophilic pneumonia. Now the patient was recovered and the patient was discharged from the hospital. Why does the surgeon believe that there is a relationship with interstitial pneumonia and how it is related to slr as lung infiltrates are not an uncommon consequences following lung surgery? Because the pneumonia did not occur in the procedures without slr. What was the diagnosis? The patient was recovered.